Manufacturer narrative:
(B)(4). Exp. Date: 09/30/2013. Product has not been returned. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The following batteries were added to the complaint: (B)(4) exp. Date: 03/31/2017. (B)(4). (B)(4) exp. Date: 02/28/2017. (B)(4). (B)(4) exp. Date: 02/28/2017. (B)(4). (B)(4) exp. Date: 10/31/2016. (B)(4). (B)(4) exp. Date: 01/31/2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25%. There was only 1 battery was affected. There was no impact to the patient. The battery was replaced from hospital stock.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not submitted for analysis. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to communication errors and/or momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections between the controller and batteries. No failure detected; the reported event could not be duplicated during the analysis of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25%. One battery (B)(4) was returned for evaluation. The controller (B)(4) and five batteries (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non- returned batteries' manufacturing records confirmed that the associated units met all requirements for release. Failure analysis of the returned device (B)(4) revealed that this battery passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Log file analysis was not conducted since log files were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching are most often attributed to communication errors and/or momentary disconnections between the controller and batteries. (B)(4). If information is provided in the future, a supplemental report will be issued.